Event description:
A report was received that the patients ipg had communication difficulty. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that te complaint was confirmed. Upon receiving, the device would not be linked nor charged. The device data was not retrieved using an external power source. An internal test found excessive sleep current drainage, 150 ma, low vh impedance. And high thermal on u2 asic, 46.6 degree celcius. This type of damage occurs when the ipg is exposed to high-voltage transients. The device damage was likely caused by electrocautery during the lead revision procedure as there was no complaint originally against the ipg until after the date of the lead revision.

Event description:
A report was received that the patients ipg had communication difficulty. The patient underwent an ipg replacement procedure and was doing well postoperatively.